Manufacturer narrative:
(B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8326665, medical device expiration date: 2019-11-30, device manufacture date: 2018-11-22. Medical device lot #: 8236874, medical device expiration date: 2019-08-31, device manufacture date: 2018-08-24. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for glass breakage with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and glass breakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for glass breakage with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and glass breakage was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of tube apro gc 13x75 5.0 plblce pnk experienced glass breakage during use. The following information was provided by the initial reporter: in the last two weeks 6 glass tubes have broken from primary care centers and also from hospital extractions. At first they attributed to wrong use but after repeated breakages the client makes a claim for lack of quality.